Event description:
It was reported that there was an issue with the secondary app; follow app. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2025 the reporter received a low alert on the follow app, which was set to 100 mg/dl. They attempted to contact the nursing staff at the nursing home the patient was at but did not receive a response. They arrived at the nursing home and the bg was at 45 mg/dl, and the patient was not coherent. Cgm reading was not mentioned. Reporter administered three glucose gel packets to the patient by squirting them in his mouth. After the treatment the patient recovered but was still recuperating. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.